Manufacturer narrative:
Patient information was requested and was not provided. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Follow up attempts were made to obtain repair information; no response received. If information is received, the complaint will be updated.